Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
It has been determined that the event of "malposition" is considered minor in severity.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed creases on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown. Additionally, healthcare professional reported capsular contracture baker grade IV and malposition. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and malposition.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown. Additionally, healthcare professional reported capsular contracture baker grade IV and malposition. Device has been explanted and replaced.